Event description:
The customer reported that the waste container for the act diff 2 hematology analyzer was leaking. The customer indicated the leak was a minimal amount and wet the bottom of the cardboard box. The customer wore personal protective equipment while cleaning up the spill and was not exposed to potentially biohazardous material. There was no exposure to mucous membranes or open skin lesion.

Manufacturer narrative:
The customer replaced the waste container. The root cause of the leak is unk. This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.